Manufacturer narrative:
Per tandem's t:flex user guide: "use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death."no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Reportedly, the customer had been refilling the cartridge multiple times and stated that the cartridge was then leaking out of multiple areas. There was no reported impact to customer's blood glucose level.